Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, a perforation occurred. Prior to implant the patient had intermittent heart block and sinus rhythm. Once the lead was through the valve, the patient went asystolic. The lead was advanced into the apex. Capture was obtained and pacing delivered through the lead. Another lead was placed to pace temporarily. Intermittent capture and asystole was again observed. External pacing was successfully delivered. An echocardiogram confirmed a perforation. The lead was removed and the implant was able to be successfully completed. No additional adverse patient effects were reported.